Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD) system, when placing the right ventricular lead, the patient went into ventricular tachycardia. The nurse provided an external shock which was successful in converting the rhythm and the procedure was then successfully completed without further complication.